Event description:
It was reported to target that there was a problem with the gdc coil but no other information was supplied or available. This complaint became a MDR on 4/8/1998 when the analysis revealed a condition not previously known which was the detachment of the gdc. There was no impact to the pt from this occurrence.